Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with partially broken reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error that could not be cleared. The customer's blood glucose reading was 42 mg/dl at the time of incident and 105 mg/dl at the time of the call. Troubleshooting found that the customer was sweating a lot while wearing the pump. Troubleshooting indicated that they were unable to troubleshoot for the low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.